Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to withdrawal of care. The patient had developed a persistent gastrointestinal (gi) bleed on (B)(6) 2022 and received intravenous octreotide and blood transfusions. The patient had become frustrated with the gi bleed treatment; the patient and their family made the decision to transfer the patient to hospice care and support was withdrawn. The death was not considered to be device related and the device operated as expected.